Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient to have colorectal cancer. The patient underwent surgery in response to the reported event. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleged that the patient to have colorectal cancer an issue related to a CPAP device's. The patient underwent surgery in response to the reported event. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation the manufacturer observed an black dust-like contamination (inconsistent with degraded sound abatement foam) on the top enclosure, ui panel, bottom enclosure, and rear panel, dust-like contamination on top of the blower box, the blower motor, and the blower motor seal, potential mineral deposit spots on the bottom of the blower motor, indicating potential water ingress, black contamination, consistent with keratin, at the air outlet of the blower box, unknown brown contaminate on the blower box, dust-like contamination at the air inlet on the blower box. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found one error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes, there was no evidence of sound abatement foam degradation/breakdown observed, presence of contaminants and was not able to confirm the complaint or address the symptoms specified. Sections d8, d9, h2, h3, h6 has been updated in this report.